Event description:
It was reported by service report that the head right side rail was damaged and will not rotate into the upright position. The customer could not determine whether there was patient involvement or if adverse consequences occurred.